Event description:
The pt reportedly experienced intermittencies between the external equipment and the cochlear implant. External equipment was exchanged but the problem was not resolved. A decision was made to explant the pt's device. The surgery to explant the pt's device has been scheduled.